Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. No blood was observed inside the iab catheter. - an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. - a sensor output test was performed and the sensor was found to be within specification. - the iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. Evaluation of the device did not confirm the reported event. (B)(4).

Event description:
The patient went asystolic three times and during CPR the iab alarmed, "optical sensor calibration expired" and "check iab catheter". Each time the patient was resuscitated and the balloon turned back on and then the patient went back into systole. After the third time, the patient continued to receive care and monitoring, subsequently the family elected to stop all aggressive care and the patient thereafter expired.